Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address a fractured, worn liner which had disassociated.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-25020. This report, 1818910-2013-26685, will be rejected. 1818910-2013-25020 will be kept for investigation purposes.